Event description:
It was reported in a journal article that 2 patients underwent an initial knee surgery and subsequently experienced a fall of an unknown cause resulting in wound dehiscence and hyperextension injuries. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown persona femoral component - unknown. Unknown - unknown persona tibial component - unknown. G2: journal article citation: nakasone, c., weber, I., israelite, c., & cholewa, j. (2025). Early radiographic evaluation of an anatomic porous tantalum tibia: a prospective, multi-center, non-randomized clinical study. The knee, 53, 264¿272. Https://doi.org/10.1016/j.knee.2025.01.010. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2; b4; b5; d1; d2; d4; d6a; d10; e1; g1; g2; g3; g4; g6; h1; h2; h4; h6. D10: 42502206602 - femur trabecular metal cruciate retaining (cr) narrow porous - 64071419. 42530006702 - tibia trabecular metal two-peg porous fixed bearing right size d - 64407569. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that approximately 2 weeks post-op, a patient had fallen directly onto the knee causing wound dehiscence. The cause of the fall is unknown. Subsequently, the patient underwent an I&d with a poly exchange and a repair of the muscle, fascia and skin on an unknown date. The patient was then placed into a brace for one month and the patient's symptoms resolved. Attempts have been made and all available information has been provided.